Event description:
It was reported that the control module is making a "chirping noise" upon powering the system. It sounded like a loose belt within the housing. There have been no patient consequences and no interruptions in the biopsy. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the vacuum tubing rubbing on the main housing confirming the customer's complaint. To correct this issue the analysis site adjusted the vacuum tubing. The vacuum pump mounts were worn and the site replaced the pump mount screws (4), the pump mounts (4), the flat washers (4), fender washers (4) and the vso has failed, and to correct this the site replaced the vso. The unit has passed all qa inspections. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.